Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false upstream occlusion alarm" was reproduced. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was out of range and failed to calibrate. The ultrasonic sensor is required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed false upstream occlusion in the general patient ward. There was no patient involvement. No additional information is available.